Manufacturer narrative:
E. Initial reporter phone number (B)(6).

Event description:
It was reported that shaft break occurred. A 38 x 2.75 promus premier drug-eluting was selected for used. However, during unpacking, it was noticed that the stent shaft was severely break into two pieces, 17 centimeters from the hub. There were no patient complications reported.